Event description:
It was reported that the rv lead was explanted due to high impedance greater than 2000 ohms, oversensing, and inadequate therapy delivery. The lead was returned and subsequently tested out of specification during manufacturer's analysis. No further patient complications were reported as a result of this event.